Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup, a loose connection was observed from a tubing in a mars set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection showed that the line was detached from the hansen connector in unit1 which was insufficiently glued on the corresponding line in unit 1 during the manufacturing of the tube set. The reported condition was verified. The cause was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.